Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed in 2015. As of (B)(6) 2021, the patient had pain in her groin, thighs, and hips, and buttocks numbness down to her toe, preventing her to sleep. Reportedly, the patient underwent two procedures to remove the lynx device and the previous mesh (brand/manufacturer unknown) that was implanted on (B)(6) 2009.

Manufacturer narrative:
Correction to blocks b2 and h6: patient codes: patient code e0127 has been added for nonreportable event of numbness. Block d6a: exact implant date unknown. Implant occurred in 2015. Block e1: event reported by patient. Block g2: other: health canada incident report reference no. (B)(4). Block h6: patient code e2330 captures the reportable event of pain. Impact code f1903 captures the reportable event of device explantation. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Exact implant date unknown. Implant occurred in 2015. Event reported by patient. Report source: other: health (B)(6) incident report reference no. (B)(4). The device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed in 2015. As of (B)(6) 2021, the patient had pain in her groin, thighs, and hips, and buttocks numbness down to her toe, preventing her to sleep. Reportedly, the patient underwent two procedures to remove the lynx device and the previous mesh (brand/manufacturer unknown) that was implanted on (B)(6) 2009.